Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units lcd screen is green when turned on. It is unknown under which circumstances the issue was discovered or if there was any patient involvement.

Manufacturer narrative:
Corrected fields: d5, e2, e3, g2, h6(problem code). A getinge field service engineer turned on the unit and received power-up test failure code #6. Touch screen configuration was not present, service tech re-calibrated touch screen and the unit powered up correctly. Safety, and functionality checks were completed per the service manual and passed to factory specifications. The unit was returned for clinical service upon completion and cleared for customer use.